Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Idea testing experienced air in line alarm during testing. The reported problem 'air in line alarm' was confirmed during the event history log (ehl) review but not reproduced during evaluation. The cause was identified to be the ultrasonic sensor out of specification. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced air in line alarm. No additional information is available.